Manufacturer narrative:
This report is submitted on october 27, 2021.

Manufacturer narrative:
This report is submitted on july 13, 2021.

Event description:
Per the surgeon, the patient experienced an "acute necrotising otitis media that with otorrhea has driven the electrode out of the initially malformed cochlea". The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.